Manufacturer narrative:
Quality safety evaluation received on 25-aug-2016: (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper. This action could also lead to breakage of the outer coil of the micro-insert no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, ¡t is possible the essure device could have been defective prior to removal from the package. No CAPA investigation is required at this time because the possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had extreme pelvic pain after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy during which it was found her essure coils had partially migrated out of her fallopian tubes and into her uterus. She continued to present pain and a cat scan showed she had remaining fragments (regarded as device breakage) of the essure coils embedded in her appendix which consequently required surgery to remove this organ. Additionally, she went to the ER due to chest pain. Only chest pain is unlisted in essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (proximal/distal fallopian tube or peritoneal cavity). In this particular case, the patient experienced pelvic pain and a dislocation of essure into the uterus was diagnosed. After a hysterectomy to remove the coils, a device breakage with essure fragments embedded in appendix was diagnosed. Although the exact mechanism of these events is unknown (if breakage was a consequence of essure removal), based on events nature, causality with the suspect insert cannot be excluded. Regarding chest pain, considering essure local action into the fallopian tubes; causality is considered unlikely. Non-serious events were also reported. This case was upgraded to incident after follow-up, since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. This case became legal upon follow-up, thus further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5058888) in united states on 29-jan-2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. The consumer experienced severe headaches, night sweats, and cramping. After she started having extreme pelvic pain and swollen legs, she ran to the ER (emergency room). Then she started having chest pain like a heart attack. When she went back to the ER for test on her heart, it was ok. The severe pain in her pelvic and back was ongoing - the pain included her lower pelvic area and was so extreme that she took motrin. Additionally, she reported numbness of arms and legs, tingling, no energy and really bad periods. Hospitalization and required intervention were mentioned as seriousness criteria. Event date was reported as (B)(6) 2013 (not specified). Follow-up received on 26-feb-2016 follow-up attempts were done with no response to date. Follow-up received on 15-mar-2016: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Follow up information received on 13-jun-2016 and case was upgraded to incident: legal claim was received from a lawyer on behalf of the consumer/plaintiff. This case refers to an adult female plaintiff who had essure inserted on (B)(6) 2013. Shortly after undergoing the essure procedure, hysterosalpingogram test was performed and plaintiff was advised that her coils were properly placed. However, the post-procedural period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, and chronic fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms at a hospital but was unable to resolve her symptoms. On or around (B)(6) 2016, plaintiff underwent a hysterectomy in an effort to get her essure coils removed. She learned that her essure coils had partially migrated out of her fallopian tubes and into her uterus. She continued to suffer in pain and underwent a cat scan on or around (B)(6) 2016 in an effort to determine the cause of her ongoing pain. The cat scan revealed that she had remaining fragments of the essure coils embedded in her appendix which consequently required undergoing surgery to remove her appendix. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had extreme pelvic pain after essure (fallopian tube occlusion insert) insertion. She underwent a hysterectomy during which it was found her essure coils had partially migrated out of her fallopian tubes and into her uterus. She continued to present pain and a cat scan showed she had remaining fragments (regarded as device breakage) of the essure coils embedded in her appendix which consequently required surgery to remove this organ. Additionally, she went to the ER due to chest pain. Only chest pain and device breakage are unlisted in essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (proximal/distal fallopian tube or peritoneal cavity). In this particular case, the patient experienced pelvic pain and a dislocation of essure into the uterus was diagnosed. After a hysterectomy to remove the coils, a device breakage with essure fragments embedded in appendix was diagnosed. Although the exact mechanism of these events is unknown (if breakage was a consequence of essure removal), based on events nature, causality with the suspect insert cannot be excluded. Regarding chest pain, considering essure local action into the fallopian tubes; causality is considered unlikely. Non-serious events were also reported. This case was upgraded to incident after follow-up, since device removal was required. An updated product technical analysis is expected. This case became legal upon follow-up, thus further information will be obtained through the litigation process.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.